Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. Reported event was confirmed by review of x-rays provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Operative notes review indicates that the patient underwent a left knee arthroplasty revision due to instability and loosening. During the procedure, it was observed that the medial collateral ligament failed to contain the flexion gap, causing significant opening of the medial compartment. A thicker medial congruent articular surface was attempted but was found insufficient, leading to the decision to revise the femoral component. The distal femur was recut. The femoral component was positioned and aligned with cemented stem. The patella was not resurfaced due to a concave wear pattern. Full extension and maximum flexion were achieved, and a positive clinical outcome was noted at the end of the procedure. No intraoperative complications were reported. X-ray review indicates that the overall fit and alignment of the implants are appropriate. There is loosening of the femoral component, with possible mild radiolucency at the cement-hardware interface. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - medical product: persona femur cemented cruciate retaining (cr) standard catalog # 42502606801 lot # 65928905. Stem extension tapered cemented 14 mm diameter +30 mm length catalog # 42557000114 lot # 68318960. Tibia fixed cemented left size g stem extension use required catalog # 42542007901 lot # 66060152. Tibial central cone size fixed tibia catalog # 42545000508 lot # 65648707. 2.5 mm female hex screw 25 mm length catalog # 42509902525 lot # 65766851. Palacos cement catalog # 66044272 lot # l123. G2: australia. H3: customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure nine months post implantation due to loosening and instability. During the revision, it was found that the medial collateral ligament was failing to contain the flexion gap, and the medial compartment would open with flexion. A thicker medial congruent articular surface was attempted but found insufficient. Therefore, the femoral component was revised as well. All tibial implants were left in place. No intraop complications occurred, and the joint was stable in full range of motion at the end of the case. It is unknown at this time if articular surface was loose. No more information is available.